Manufacturer narrative:
D10: 300-01-10 - equ humeral stem prim press fit 10mm: (B)(6), 320-36-00 - 36mm hum liner +0 unconstrained: (B)(6), 320-10-00 - equ reverse tray adapter plate tray +0: (B)(6), 320-31-36 - glenosphere, 36mm: (B)(6), 320-35-06 - small extended cage glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported in a shoulder clinical study approximately 5 months after undergoing a shoulder replacement surgery, the patient experienced pain at the acromion after holding a grandchild. The patient was immobilized. It was reported the patient outcome was resolved approximately 10 months later. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5, h6, h11. The reason for the pain reported in this event cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported three (3) years, five (5) months after undergoing a shoulder replacement surgery, the patient experienced pain at the acromion after holding a grandchild. The patient was immobilized. It was reported the patient outcome was resolved approximately 10 months later. No additional information is available.